Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (salmonella enterica sv typhimurium) was misidentified as salmonella enterica ssp enterica sv typhi. The user performed conventional serotyping giving the result salmonella non-typhi and whole genome sequencing giving the result salmonella typhimurium. No health impact or consequence reported. Report 1 of 2.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of salmonella non-typhi when using phoenix panel nid (catalog number: 448007), batch number: 4254922. The customer did not return panels but provided phoenix generated lab reports and isolates for the investigation. The lab reports show identifications of salmonella enterica ssp enterica sv typhi when using the complaint batch. To investigate, retention panels of the complaint batch and control panels from the same material but different batch were tested using customer returned isolate salmonella spp. On a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates as salmonella enterica ssp enterica sv paratyphi a, s. Enterica ssp enterica sv typhi and s. Enterica ssp enterica sv cholerasuis. It is to be noted that phoenix does not have a specific salmonella non-typhi claim. A special message is reported in the in-house testing and on customer provided lab reports stating, "based on the instrument ID produced, serological confirmation recommended", this complaint is not confirmed. Salmonella typhi, also known as salmonella enterica ssp enterica sv typhi, is one of the ids within the phoenix taxa that automatically provides a special message to the user, recommending the performance of serological testing (otherwise known as antigen testing) due to the nature of the organism. This message is provided due to the salmonella genus being a diverse group, with phenotypically atypical strains being frequently isolated; recommended practice is to use a combination of phenotypic identification along with serotyping for culture confirmation. Performance of internal salmonella typhi and non-typhi species isolates performed as expected by the phoenix ID system. Bd will continue to monitor this issue for trends and take action if warranted. It is recommended that the instruments be updated to the latest pud to obtain the most current ID software available for phoenix. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (salmonella enterica sv typhimurium) was misidentified as salmonella enterica ssp enterica sv typhi. The user performed conventional serotyping giving the result salmonella non-typhi and whole genome sequencing giving the result salmonella typhimurium. No health impact or consequence reported. Report 1 of 2.